Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-15758. It was reported the patient's lead had migrated therefore surgical intervention took place in which the lead was explanted and replaced to address the issue. Note: it is unknown which lead migrated and was replaced; therefore both leads are being reported on.